Event description:
It was reported during a routine inspections , the cs100 intra-aortic balloon pump (iabp) backup battery could not be fully charged and the standby time was short . The charging indicator light would keep flashing and the storage capacity was low. It was unusable without ac power. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, d8, d9, g1 (contact office, contact person ¿ mfg site), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields - h8. A getinge field service engineer (fse) the charging indicator light would keep flashing and the storage capacity was low. It was unusable without ac power. According to the situation, it was determined that there was a problem with the backup battery function. It was recommended that the customer replace the new backup battery and use it after the function is normal. Fse stated customer has handled it and replaced the spare battery. Customer reported that it is working normally.